Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided. There have not been any further complaints reported with this issue in the past three years. The device was used for treatment in which issues were experienced with the connector of the tubing. As no samples were returned, a visual and functional product evaluation could not be performed. Due to this, we have not been able to confirm a relationship between the reported event and the device. The IFU for this product outlines a thorough step-by-step application guide to ensure safe and proper use of the device. If the connectors are not tightly fastened, they may become loose or fall off. On this occasion we have not been able to identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the tubing on the patient's pico would easily come apart. It would disconnect from the screw connector on the extension tubing. The patient would then just rejoin together. The machine is working and dressing ok. The therapy was stopped for a day until a backup pump was applied to the patient. No patient harm reported.